Event description:
It was reported that customer experienced pump malfunction, but no additional event details or blood glucose values were provided. There was no reported adverse impact to the customer¿s blood glucose level. Customer did not return pump because warranty had expired, and no further actions or technical support interventions were documented, with no additional information received regarding outcome of event.